Event description:
During a follow-up interrogation, an error message was displayed, "events holter not available" then the session closed. The device remains implanted.

Event description:
During a follow-up interrogation an error message was displayed, "events holter not available" then the session closed. The device remains implanted.

Manufacturer narrative:
Error message occurred stating the events holter was not available. The device remains implanted. A response from the manufacturer is pending.

Manufacturer narrative:
(B) (4)): error message occurred stating the events holter was not available. The device remains implanted. A response from the manufacturer is pending. Since the device remains implanted, the programmer files were reviewed. The reported events most probably resulted from a corrupted reading of device memory data. The origin of this data corruption could not be determined. - (B) (4) : device remains implanted.